Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 500 mg/dl at the time of the incident. Customer was using insulin pump system within 48 hours of reported event. The customer¿s high blood glucose level was treated with bolus. Customer performed high pressure test and it was passed. The insulin pump will not be returned for analysis.